Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.

Event description:
It was reported that during a laparoscopic hernia procedure, the device was fired fine for a few clips and then the clips misfired. It would fire two clips at one time. When it did clip, it would not release from the vessel. They used another clip applier to clip on either side and then cut the first clip applier off. The procedure was completed with the second clip applier. There was no adverse patient impact. The device was discarded. Additional information was requested, but no further details have been received. If the information becomes available, a supplemental medwatch will be sent. (B) (6).